Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3. Not evaluated reason: see h.10

Event description:
It was reported that leakage was occurring prior to use with an unspecified bd 1ml luer-lok syringe. The following information was provided by the initial reporter: (2 of 2 complaints) the practice was using the phaseal system in order to administer a chemotherapy subcutaneous injection (cytarabine). The nurse would prepare 4 doses which would need to be given over a 24-48 hour period. She would use the phaseal protector vial adaptor (515100) and connect this to a phaseal injector (515003) which was connected to a 1ml luer lock plastipak syringe. The drug would either be administered straight away or left fully prepared until the next dose was required. All doses for a particular animal would need to be prepared at the same time by the oncology nurse. It¿s not really possible to prepare a single dose each time, as often the overnight nursing staff would not have time or necessarily be suitably qualified to prepare hazardous drugs. The issue concerned the prepared drug, which was lying in a tray until it was needed. The nurse found that over time, some of the drug would disappear. As an example, if the syringe contained 0.4ml, this may decrease to 0.35ml by the time the drug was needed to be given. There wasn¿t any signs of obvious leakage, but a concern that the correct doses of drug weren¿t being administered, especially when the dosage is often so low to begin with.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage was occurring prior to use with an unspecified bd 1ml luer-lok syringe. The following information was provided by the initial reporter: (2 of 2 complaints) the practice was using the phaseal system in order to administer a chemotherapy subcutaneous injection (cytarabine). The nurse would prepare 4 doses which would need to be given over a 24-48 hour period. She would use the phaseal protector vial adaptor (515100) and connect this to a phaseal injector (515003) which was connected to a 1ml luer lock plastipak syringe. The drug would either be administered straight away or left fully prepared until the next dose was required. All doses for a particular animal would need to be prepared at the same time by the oncology nurse. It¿s not really possible to prepare a single dose each time, as often the overnight nursing staff would not have time or necessarily be suitably qualified to prepare hazardous drugs. The issue concerned the prepared drug, which was lying in a tray until it was needed. The nurse found that over time, some of the drug would disappear. As an example, if the syringe contained 0.4ml, this may decrease to 0.35ml by the time the drug was needed to be given. There wasn¿t any signs of obvious leakage, but a concern that the correct doses of drug weren¿t being administered, especially when the dosage is often so low to begin with.